Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed. Once the evaluation and repair is complete, a supplemental follow-up will be submitted.

Event description:
It was reported that, when a 980 ventilator was powered on the ventilator went into an inoperative state. The ventilator was not connected to a patient when the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.